Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant events leading to the alarm. Customer didn't received an e70 alarm. The customer stated that the device was not exposed to MRI or strong magnetic field. The customer was advised to disconnect the insulin pump. The customer insulin pump is oow, we will send oow letter.